Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was reported as due to "the living environment of the patient" however, the cause remains unknown. On an unspecified date, the patient was hospitalized and was treated with unspecified broad-spectrum antibiotics for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.